Event description:
It was reported that the pump was alarming no disposable clamp tubing. Instructed patient to stop and restart the pump. The pump continued to alarm. The patient did not want to remove the cassette so no additional trouble shooting was done. No further information available.